Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connector port on touch pane was cracked resulting in loose connection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center displayed error code e333. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the e333 error was likely displayed due to a crack in the connector port of the cable connecting the printed circuit board and the touch panel, resulting in a loose connection. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.